Event description:
Boston scientific received information that the patient with this pacemaker experienced unexplained syncopal episodes. The device was checked and was functioning appropriately. A change out procedure was performed and when removing the device from the pocket it was noted that the header block was becoming detached from the device. The device was explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the header was loose. Medical adhesive was still attached to the header and was adequate. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage.

Manufacturer narrative:
Upon completion of analysis, this report will be updated.